Event description:
Caller reported the luer connection of the infusion set is leaky. No adverse event reported. The patient admitted that she did not correctly tighten the luer. No product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device has not been returned.